Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was over 400 mg/dl. Customer believed their blood glucose was high because their insertions were not good. The customer also reported having adhesive issues with their inserter. Customer stated the adhesive was stuck inside their inserter. The customer's inserter will be replaced. No additional information provided.